Event description:
ICU medical tri fuse extension device ref (B)(4), lot number 3537506. Extension set is breaking or "snapping" at the point of trifurcation. Leading to accidental chemotherapy exposure, risk of infection and patient safety issue. This has happened several times over the past few weeks. Risk extends to several patients. Per site reporter: manufacturer response for trifuse ext set, they have replaced this lot from our stock.